Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced a high blood glucose level of 401 mg/dl. The customer¿s father reported infusion sets not working and blood glucose levels rising. The customer had additional high blood glucose levels of 314 mg/dl and 298 mg/dl. The customer did not treat the high blood glucose levels. The customer did not troubleshoot the issues. The infusion set will be returned for analysis.